Event description:
It was reported that during the implant procedure the physician reported stylet/lead lumen resistance while advancing the stylet through the right ventricular (rv) lead lumen. The physician suggested that they feel this could be a design issue as they do not encounter the same resistance with the brady leads. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.